Event description:
The manufacturer received information alleging a ventilator had a high temperature alarm. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air inlet filter was found to be clogged with dust. The device's air inlet filter was replaced to address the issue.